Event description:
The customer obtained discordant, lower than expected, vitros psa results (4.70, 4.88, 9.18 ng/ml) from two different samples collected from a single patient sample processed on the vitros eci immunodiagnostic system. The vitros results were compared to a psa result obtained from one of the two samples tested on a non-vitros system (14.33 ng/ml). The alternative method psa result was believed to be the accurate result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected vitros psa patient results were not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that discordant, lower than expected, vitros psa results occurred on two different patient samples collected from the same patient, when compared to an alternative method psa result. The most likely assignable cause could not be determined; however, an unknown sample interferent that affects the vitros psa assay could not be ruled out as having contributed to the event. The issue appears to be patient related, not sample related. There was no allegation of patient harm as a result of this event.